Event description:
An inpatient presented to the MRI unit. The MRI technicians discovered the patient had an incompatible MRI temperature probe foley catheter. This type of temperature probe foley catheter supplied at reed city has a wire made of metal inside of the catheter making the catheter incompatible with the MRI unit and could have caused a serious injury had the patient entered into the scanning room.

Event description:
An inpatient presented to the MRI unit. The MRI technicians discovered the patient had an incompatible MRI temperature probe foley catheter. This type of temperature probe foley catheter supplied at (B)(6) has a wire made of metal inside of the catheter making the catheter incompatible with the MRI unit and could have caused a serious injury had the patient entered into the scanning room.